Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurately static fill estimate. The customer's blood glucose was reportedly "normal". Reportedly, the customer continued to use the cartridge for insulin therapy and the insulin gauge began to deplete as expected.